Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to open. The technical support specialist (tss) remoted in to assist and observed the customer stuck on the countback screen. Attempted to use the retry button without success, then restarted the application and logged back in. Cross-referenced the medication location with myqlink and tested the drawer via the populate buttons menu; the drawer opened successfully. The customer retried issuing the medication, and the process completed successfully. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer was not open and station stuck on countback screen. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.